Event description:
It was reported that a device was turned off and the reporter stated they were not sure how the device got turned off. The reporter stated that the device charge level was not going down and this may have been due to the device being turned off. It was noted that the therapy was helping with the patient's symptoms. A follow-up report will be made if additional information becomes available.

Event description:
In addition to the previously reported information, it was reported the patient programmer was in icon mode instead of text mode. It was unknown that the implantable neurostimulator (ins) was turned off for two weeks. After switching the patient programmer back into text mode the ins was successfully turned back on. After the ins was turned back on it was also reported the patient was having some "twitching with his eyes.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device used for off label indication. The indication device used for was mru. Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 64001, lot # n247530, implanted: (B)(6) 2010, product type adapter; product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v139132, implanted: (B)(6) 2009, product type lead. (B)(4).